Manufacturer narrative:
The insulin pump was received with a blank display and battery warming up due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube. The insulin pump had a cracked battery cap. Unable to test for any alarms or the operating currents due to the blank display.

Event description:
The customer called to report failed battery test, battery out limit and other alarms. Troubleshooting was performed, and the alarms continued. Nothing further was reported.